Manufacturer narrative:
The pcb00 unit was returned to the manufacturer for evaluation. The lens was received cut into two pieces, most likely to make explant possible and the one of the haptics was broken. The cartridge was observed fully engaged into lower body of the pcb00 device. The plunger component was observed in a fully advanced position. No assembly error was observed. Visual inspection using a microscope at 10x magnification showed lubricant residue in the cartridge tip. No defects in the plunger/pushrod tip was identified that could impair functionality in the pcb00 device. The investigation results do not suggest that the complaint sample has been affected by the manufacturing process. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. The units were released according to specification. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The surgeon used healon and balanced salt solution (bss). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon realized after the implantation of the intraocular lens (iol) that there was damage at the edge of the lens. The iol was removed and replaced with a new preloaded insertion system during the same procedure. Reportedly, no incision enlargement was necessary. The patient did not receive any post-operative medication and there are no slit lamp pictures available. There was no patient injury reported. In follow-up, it was reported that there was a crack in the iol. No further information was provided.